Event description:
Reported 5 false positive sars results a day. Approximately 85 patients tested a day. Tested patients are asymptomatic and symptomatic. The customer communicated the results were confirmed negative by molecular (pcr testing).

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.